Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed diffuse 2.0 mm target lesion was located in the severely calcified and moderately tortuous mid right coronary artery (rca) to the posterior descending artery (pda). The lesion was pre dilated with a 2.0 x 15 mm non bsc balloon, several times. A non specified ivus catheter was advanced, but was unable to cross the lesion, so they dilated with the 2.0 x 15 mm non bsc balloon, several times. The 2.25 x 24 mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion, due to contact with the calcified area at the proximal pda of rca. The lesion was again dilated with the 2.0 x 15 mm non bsc balloon and advanced the 2.25 x 24 mm promus element plus sds, but was unable to cross the lesion. The device was removed from the patient and the distal portion of the stent was noted to be lifted. The procedure was completed with 2.5 x 3.8 mm and 3.0 mm promus element plus stents. No patient complications were reported and the patient's status is good.